Manufacturer narrative:
Submit date: 11/16/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6), service found that the unit did not alarm when it was powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the device had no audio. The unit was triaged and the condition was confirmed, as there was no audio. The volume was checked and found to be at the maximum setting. The unit was disassembled. Visual inspection found that components had damage consistent with a short. Corrosion was also found at multiple points on the pcba. A formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.